Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, animation deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture and bilateral animation deformity by a medical professional and was noted to have associated bilateral breast pain, implant malposition, breast asymmetry, and palpable deformity of the right breast lower pole. As a result, the patient underwent bilateral implant removal without replacements on (B)(6) 2026. Furthermore, during the surgery, a ruptured left implant and bilateral capsular calcifications were discovered. There were no reported procedural delays or patient consequences/harms due to the findings. This report is for the left breast prosthesis.